Event description:
Additionally, the healthcare professional provided new information stating that the patient was injected with juvéderm® volux¿ xc, and juvéderm® volbella¿ xc along with the juvéderm® voluma¿ xc previously reported. The hcp also reported that the patient had an unknown cheek filler 4 years ago performed elsewhere. The hcp stated that despite multiple injections, only the sub orbital cheek skin was involved. The patient was treated with hylenex in the ¿sub q¿ area, along with medrol dose pack 4mg x 21 orally. The symptoms have not yet been fully resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.